Manufacturer narrative:
The analyzer serial number was (B)(6). The field service engineer ran performance checks that were within specifications. A review of the questionable result reaction monitor indicated a bubble on the sample surface. The investigation is ongoing.

Event description:
There was an allegation of questionable etoh2 results from the cobas 8000 cobas c 502 module. The initial result from a serum sample was 0.059 g/l. The repeat result from the serum sample was 1.073 g/l. The result from a plasma sample was 1.142 g/l. On 06-feb-2024, the same samples were repeated. The serum sample had a repeat result of 0.931 g/l and the plasma sample had a repeat result of 1.053 g/l.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.